Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred while the patient was wearing the cgm. The patient¿s father reported that he arrived home on 09/20/2023 and found his adult son in his room. He was hypoglycemic and ¿almost unconscious.¿ at the time the parent found him, the cgm values were low on the primary display device, however on the parent¿s follow app on his phone he did not see values. The parent did not know the exact cgm values that were on the primary display screen prior to entering the room, or if any alarms occurred, and no bg or cgm values were available at the time of the event. No other symptoms were reported. The parent treated the patient with glucose gel to stabilize the bg level. After treatment at home by the parent the patient recovered and was in stable condition. No sensor location or date of sensor insertion was provided. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.